Manufacturer narrative:
Age/date of birth: unknown, not provided. If explanted, give date: not applicable as the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a physician had a patient with a steep 6 degree placement that rotated 15 degrees counter clockwise to ~20 degrees on her left eye. The patient was 20/100 uncorrected and corrected to 20/70 with +0.75 -1.50 x 67 and reading power is 20/70. The physician is requesting re-rotation calculation assistance to adjust the lens. The physician also plans to correct the astigmatism. The iol was repositioned (B)(6) 2017. Patient still has 20/100 visual acuity and the doctor plans to give her prescription eye glasses. No plan to explant the lens. No further information was provided.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.